Manufacturer narrative:
Date device was returned to manufacturer for eval: unknown. The date bd was made aware of this complaint has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had "underfill"

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k991120.